Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that low oxygen levels were observed at initiation of cardiopulmonary bypass. The procedure was a CABG with lima (coronary artery bypass grafting using the left internal mammary artery). The patient was administrated with a total of 40,000 units of heparin and 300mg of protamine. Bypass initiated at 10.35am for a total of 86 minutes. The arterial line pressure ranged from 154mmhg to 226mmhg. The fraction of inspired oxygen (fio2) was at80% to 100%. Their venous temperature ranged from 33 to 36.2. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d1: brand name updated. Correction d2: product code updated. Correction d4: model #, catalog #, and unique identifier (UDI) # fields updated. Correction g4: PMA / 510(k) # updated. Note on d4: there are three possible lot numbers for the bb811; 230317961, 230368167, and 230317960. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.